Manufacturer narrative:
D2b. There were multiple medical device types. The information for the additional device type is as follows: jka the information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670, k231373 b3. The date received by manufacturer has been used for this field h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. The samples needed to be redrawn. This occurred five times. No patient impact was reported.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. The samples needed to be redrawn. This occurred five times. No patient impact was reported.

Manufacturer narrative:
Investigation summary : material #: 367856. Lot/batch #: 4011499. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination 10 were selected for functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.